Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room experiencing syncope and dizziness. Device interrogation revealed noise on the atrial lead. Noise was reproducible with isometric movements. The noise was not related to patient's dizziness. Programming changes were made to resolve the issue.